Event description:
The customer stated, she was hospitalized for low blood glucose and the reading was 24 mg/dl. Prior to the hospitalization, the customer stated she treated her blood glucose reading of 391 mg/dl with a boluse of 10.1 units. The customer then went for a twenty minute walk. The customer changed the infusion set and the blood glucose was 300 mg/dl prior to the walk. When the customer returned from the walk, her blood glucose was at 134 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump also passed the displacement self tests.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.